Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is a pentax canada inc. Loaner scope. And it was received, for evaluation on 28-mar-2023, for an angulation problem. The blurry image comments were not noted, when the scope was returned. Pentax canada inc. Service evaluated the scope. And repaired the angulation issue. The scope passed, final inspection and pentax canada inc. Service did not note, any blurry image problem. Based on the content of investigated data, it was determined, that the potential cause/root cause of failure was that the visibility became unclear ,due to the difficulty in removing the mucus adhering to the surface of the objective lens, during the endoscopy. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 28-sep-2020 under normal conditions, passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 29-sep-2020. Pentax medical has not received any further information for this event. And therefore, considers this medwatch report closed.

Event description:
Patient involved, no known adverse event. Customer reported blurry image towards the center of the screen during procedure. Unable for the surgeon to clean off lens and then unable to assess colon effectively for remainder of procedure. Note: pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.